Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the rear housing had a chip out at the base and confirmed some scratches on the lens. Functional testing involved delivery accuracy testing and found the pump to be delivering outside the within manufacturing specification or +/-6%. The problem source could not be identified. The expulsor was replaced to bring delivery back into more nominal of a range. The lens was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at +6.74. It was also reported that the lens was scratched. No adverse effects were reported